Manufacturer narrative:
Investigation: visual inspection revealed that the blue co2 insufflation luer valve was missing and was not received. There was some evidence of blood. Based upon the visual observations, the reported complaint for "blue luer lock missing" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, they could not get the tunnel to inflate while using the vasoview hemopro. This was during dissection, so proximal (btt insufflation was being used). The btt was missing the blue luer lock in the insufflation tubing, which was noticed by the reporter who was present at the case. A btt from a new kit was used to complete the procedure. The hosp did not report any pt effects. The product was returned.